Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula artery. A 5.00mm / 2.0cm / 50cm otw 2cm peripheral cutting balloon catheter was advanced for dilation. However, upon five or six inflations at 10 atmospheres for 40 to 50 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula artery. A 5.00mm / 2.0cm / 50cm otw 2cm peripheral cutting balloon catheter was advanced for dilation. However, upon five or six inflations at 10 atmospheres for 40 to 50 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A leaking from a balloon pinhole located approximately 9mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks.